Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: filter penetrated the sheath during insertion. The device was removed and replaced. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. The filter and the jugular introducer inside the protection sheath were returned with the coaxial sheath system. No non-conformances were noted on the sheath, but a 5mm penetration close to the hub. On the protection sheath a dent was noted on the most distal tip and when pulling it back, it was noted that the filter was not attached to the grasping hook inside. No non-conformances were noted on grasping hook or filter hook, but one of the primary filter legs was slightly out of shape, as not touching the table, when placing the filter there in an upright position. The exact reason why the jugular introducer could not be advanced through the sheath cannot be determined. Under normal conditions the sheath will be strong enough to accomplish the procedure, but the sheath may kink if advanced through tortuous anatomy and the filter legs may be prone to exceed the sheath wall if advanced through a kinked sheath. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Occupation: other healthcare professional. PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: during an ivc filter placement procedure in which the cook celect platinum navalign jugular vena cava filter set, g34309, was used. When the filter was inserted the sheath perforated. The device was removed and used another of the same device to continue the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to initial reporter, the patient did not experience any adverse effect due to this occurrence.